Event description:
It was reported that a patient was in the ICU (intensive care unit) presenting with altered mental status. The managing healthcare professional (hcp) redirected the reporter to request that a manufacturer¿s representative check the device. The reporter stated that the pump was read and that the manufacturer¿s representative had indicated that the ¿pump needed a new battery,¿ but the manufacturer¿s representative denied this and stated that the pump was fine. No alarm was present at the time of the call. Per the managing hcp, the pump was last interrogated in (B)(6) 2015 and was working at that time. The dose was increased ¿recently¿ but no further details about when this occurred. The pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).